Manufacturer narrative:
E1. Initial reporter phone # (B)(6). H.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The photos and sample were reviewed and the indicated failure mode for bowed molding was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were bent. Found after use. Verbatim: open the outer package and find that the tube body is bent / after blood collection, the tube body is found to be bent defect: bent tube; quantity: 3 sticks. (One tube was found to be bent after opening the outer package/two tubes were found to be bent after blood collection).